Event description:
It was reported that the patient had the artificial urinary sphincter removed due to malfunction. The failure was visible in a control x-ray. A new artificial urinary sphincter was implanted.